Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients heart rate was at 30 beats per minute (bpm) and the implantable pulse generator (ipg) lower rate is programmed to 70 bpm. The physician suspects abnormal device function. The implantable pulse generator (ipg) was replaced with a leadless pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg exhibited non-capture and was reprogrammed. The implantable pulse generator (ipg) remains implanted and active, and the leadless pacemaker is now the primary device being used by this patient.